Manufacturer narrative:
(B)(4). One space pump set was received for evaluation with outside packaging identifying lot number 006106774. Upon visual observation, the space pump segment and flow clip were confirmed to be assembled backwards. A batch record review of the reported lot did not reveal any discrepancies or nonconformances that could have contributed to the reported event. A review of the customer complaint database revealed no adverse trends of this nature against the reported catalog number, evaluated part or involved finished good or component lot numbers. In a follow up with the facility, it was confirmed that the pt suffered no adverse effects and no intervention was needed as a result of the incident. It was confirmed that the IV therapy ran between 15-30 minutes before they noticed blood. The facility disconnected the tubing and stated another IV. The root cause of this issue was determined to be attributed to an error during the manual assembly process. To address issues of this nature, a fixture was installed in (B)(6) 2010 to ensure correct orientation of the pump segment assembly during the manual assembly process. In addition, all operators were retrained to the relevant operating procedures. Since the addition of the fixture, there have been no other reports of this nature. If additional pertinent info becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: "the tubing was inserted into the infusomat pump wrong. The tubing was entered into the pump the wrong way and it was supposed to be entered into it the other way. It was pulling the blood out of the patient." Remicade was infusing at the time at the maximum infusion rate (customer doesn't know what the rate was). The pump was running for an hour before it was noticed that it was pulling the blood out of the patient. No alarms sounded on the pump and no air bubbles. The infusion had to be stopped and pharmacy had to be called for another bag of the medication. No pt injury. Staff stated that the pt did lose some blood. The pt did not receive any medical treatment for this incident. Reference number (B)(4), lot number 0061016774.